Event description:
The customer reported the elevator lever of the duodenovideoscope was without protection. There were no reports of patient harm or impact associated with this event. During device evaluation at olympus, it was found there was foreign objects around the light guide lens and plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the distal end and light guide lens had signs of corrosion, due to corrosion, forceps control lever did not move smoothly; due to deformation of suction connector, water tightness was lost; sheet holder unit had corrosion due to water leakage; grip, suction connector cover, and switch box had a scratch; due to wear of angle wire, bending angle in right direction did not meet the standard value; light guide bundle was slipping down; bending tube was deformed; connecting tube had a wrinkle; and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later confirmed the event occurred during preparation for use of an unspecified procedure. There was no harm was caused to patient or the operator. The device was reprocessed according to the instruction for use prior to returning the device for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from the scope connector. The reported events can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.